Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted separated components. A depth insertion test was performed with no issues noted. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set came apart at the weld by the hub during injection at a pressure of 37psi. An unknown amount of saline and blood leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.